Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: during testing, it was observed that the battery compartment was cracked and the battery canister contained moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and moisture in the pump. This report is made based on results of investigation completed on 18-jan-2018.